Event description:
The manufacturer received information alleging a patient with a trilogy 100 ventilator has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. It is noted that the patient's spouse called into the distributor because they received notification from (B)(4) stating that their claim was deficient. The distributor assisted the spouse by conference calling (B)(4), where the agent states the claim is deficient due to the device not being returned. The distributor states that the device was picked up by (B)(6), located at (B)(6), phone number (B)(6), on (B)(6) 2022 after the patient passed away. (B)(6) was contacted and it was confirmed that they picked up the trilogy from the family after the patient passed away. They have not returned it to philips because that has not been instructed for the recall. An email was sent to (B)(4) to process the return as an exception so the file can be updated. The clinical assessment team states that this notification was reviewed due to a report of the patient's wife inquiring about their recall claim. The patient has since passed away. There is no allegation the device contributed to the death. The patient's wife would like to see the claim through. The reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.